Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: during the extraction of a locking compression distal fibula plate on (B)(6) 2013, the locking screw was broken beneath the posterior second locking hole from the distal end. Reportedly, the doctor felt that the strength of the locking screw might be low. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
This device used for treatment and not diagnosis.the investigation of the complained locking screw shows that the screw head is shared off from the shaft due to excessive applied mechanical force. The broken surface is homogenous what indicates material conformity. We have to assume that overloading situation caused the breakage due to high applied torsional force which may have been needed to extract the screw. Bone on growth; removal of screw is very difficult and may cause excess strength of the screw. No product fault could be identified.